Event description:
The pt experienced withdrawal symptoms 3 days after initial implant. A dye study showed the connector might have been disconnected from the pump. The catheter was replaced; the pt recovered without sequela.

Manufacturer narrative:
The catheter was returned to the MFR. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR employee. Training is in place.